Manufacturer narrative:
Result: the 5maxace catheter was fractured approximately 1.0 and 4.2 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the 5maxace catheter was removed from the packaging hoop and leaked when the operator flushed the catheter. Evaluation of the returned device confirmed a fracture in the 5maxace catheter in two locations approximately 1.0 and 4.2 cm from the hub. The fracture located approximately 1.0 cm from the hub was underneath the hypo-tube. The second fracture, located approximately 4.2 cm from the hub, just past the distal end of the hypo-tube. This damage was likely caused by improper handling of the device when attempting to remove it from the packaging hoop. If the proximal end of the catheter is torqued or bent at an angle during removal, the catheter shaft may stretch and fracture in these areas. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. When the physician was flushing the catheter, it was noted that there was a leak at the proximal strain relief. The physician used another 5max ace catheter to complete the procedure with no further incident or adverse effect on the patient.